Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011; lab: 3.5 (at 3pm); inratio2 meter: 2.0 (at 5:30pm). Pt noticed blood in his urine and went to the hospital emergency room (ER). Pt's coumadin was held for three days. Pt came back home and tested on his inratio2 meter immediately (5:30pm) and obtained a result of 2.0. Pt's therapeutic range is: (2.0-3.0).

Manufacturer narrative:
Pending investigation.